Manufacturer narrative:
The insulin pump was received with blank display and constant a tone alarm due to moisture damage on the electronics also, with corroded motor home switch. Unable to verify motor error alarm due to blank display. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's father reported via phone call that they received a motor error alarm and insulin pump had a blank display. The customer's blood glucose was unknown at the time of incident. The customer's father stated that the insulin pump did not turn back on after reinserting a new battery. The customer's father stated that the insulin pump was not dropped, bumped nor exposed to moisture. The customer's father stated that the battery compartment and spring were neither damaged nor corroded. The customer's father stated that they were not using the recommended battery. The customer's father stated that they changed the battery but the insulin pump will not power up. The customer's father declined to troubleshoot. The insulin pump will be returned for analysis.